Event description:
It was reported that during a cori assisted tka surgery, three navio bone screw driver broke. The procedure was completed, with a delay fewer than 30 minutes, using a s+n back-up device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The navio pin driver pn pfsr110164 , lot #8016483, use in treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The socket is detached from the tool . A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is mechanical component failure and breakdown/defect of the weld. Further investigation into the reported failure has been conducted, and the potential root cause is a combination of durability issues after extended use (expected wear and tear rate), abnormal use of the tools, or inherent variations in the manual weld process that are present across production lots. The investigation was closed with appropriate risk justification and objective evidence that led to the potential root causes listed above. Based on the investigation, no additional containment or corrective actions are recommended at this time.